Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the reported clip opening while locked (mechanical issue) appears to be a result of an issue with the lock lever; however, based on the information provided and without the device to analyze, a cause for the lock lever issue (device operates differently than expected) could not be identified. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This report is filed for the clip opening while it was locked. It was reported that during functional inspection of the mitraclip delivery system (cds), prior to use in the patient, it was noted that the lock lever did not stay in the locked position. The lock lever was put in the locked position, but the clip did not remain closed. The lock lever could be seen moving to the unlocked position on its own. Trouble shooting steps were performed, but the clip would not lock. There was no patient involvement and no clinically significant delay in the procedure. Another cds was used successfully. No additional information was provided regarding this device issue.